Event description:
It was reported that the customer experienced low blood glucose and the paramedics were called. The blood glucose reading at time of their arrival was 15mg/dl. The mother stated that the customer was asleep before they were called. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.